Event description:
Device malfunction: unk. Time of malfunction: after the procedure. Symptoms/ae: bleeding with surgical intervention. The following event was noted during literature review: it was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly after arteriotomy closure, the bleeding resumed requiring surgical closure and prolonged hospitalization. No additional information was available.

Manufacturer narrative:
Attachment: mc donald sumaira, et al. Multicenter safety and efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device. J endovasc ther2007; 14: 498-505. See scanned pages.